Event description:
Patient reported she has hematomas on her abdomen and explained difficulty with 7 sites. When she was infusing, one needle set broke off as well. Amount of drug lost was about 10ml per patient but the rest was able to be infused. No further information, details or dates provided. Hizentra indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. No further specifics provided regarding defective needle set. Unknown which needle set was broken as not reported. Unknown if patient has photos. Unknown if patient has defective product on hand for return. Unknown if defect caused an adverse event.